Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the pa shorted when performing the test. The fse evaluated the device on site. It was determined that this was due to damaged paddle pocket and external paddles the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a damaged paddle pocket and external paddles. The reported problem was confirmed. The customer was provided the replacement quote for the damaged paddle pocket and paddles. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that there was "shorted pa" when performing the test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.